Event description:
Additional information received identified that ipg site discomfort has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is thin built and experienced discomfort at the ipg pocket site. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was relocated to the abdomen.

Manufacturer narrative:
The explant date was inadvertently added in the initial report. The ipg was repositioned as reported in the initial report.